Event description:
Aventis case ID: (B)(4). Initial report received on 25-jul-2008 from an infectious diseases specialist. This cohort is a (B)(6) pts receiving (B)(6) drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A (B)(6) male pt with (B)(6) infection diagnosed in 1994 was enrolled in this cohort and received 5 injections of poly-l-lactic acid (new-fill) in cheeks, at 4 to 6 weeks of intervals, on an unspecified date. Last injection was estimated in (B)(6) 2007. The reporter did not provide the batch numbers. The pt had been well protected from the sun after the injection. The pt had a medical history of chronic (B)(6) with thrombocytopenia. Concomitant treatment included (B)(6) (unspecified time frame). Five months after the last injections of poly-l-lactic acid (new-fill) (estimated date (B)(6) 2008), the pt presented with edema on cheeks with "hamster" aspect, without any inflammatory sign or local infectious sign. At the time of this report, i.e. Two months later, oedema attenuated only very slightly, no anti-inflammatory treatment was given. The pt only applied ice. Outcome: ongoing at the time of the report. Additional info: ptc number (B)(4).